Event description:
The rep was instructed to turn off the pt's device but could not interrogate it. We attempted the normal interrogation trouble shooting steps with no success. Additionally, an emi test was performed on the programmer and there was no interference. The pt is terminal and so, the device will not be explanted.